Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found with insulation damage to the conductor wire, near the distal idler pulley. Insulation material appeared to be rubbed off and lifted up. No material appeared to be missing. The electrical continuity test still passed and no signs of thermal damage were observed. The root cause is attributed to a component failure for the insulation damage to the conductor wire. A review of the instrument log for the fenestrated bipolar forceps (part 470205-17 / n10200824 0046) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on 04-dec-2020 on system sk2600, with 2 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found with insulation damage to the conductor wire, near the distal idler pulley. Insulation material appeared to be rubbed off and lifted up. No material appeared to be missing. The electrical continuity test still passed. No signs of thermal damage were observed. The known common cause of this failure is mishandling /misuse. A review of the instrument log for the fenestrated bipolar forceps part 470205-17 / (B)(4) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2020 on system (B)(4), with 2 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a broken cable was reported. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) conducted follow-up to obtain additional information. However, no further details are available as of the date of this report.